Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and was physically investigated. During physical investigation, the catheter was received with the broken part of the helix inside the catheter. The helix was found broken at 46.5 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the calcified superficial femoral artery via the common femoral artery contralateral approach, the internal helix of the catheter was allegedly fractured and detached inside the patient's body. It was further reported that the atherectomy procedure was stopped and the patient was successfully treated with percutaneous transluminal angioplasty and stent. There was no reported patient injury.

Event description:
It was reported that during thrombectomy and atherectomy procedure in superficial femoral artery via contralateral approach, the internal helix of the device allegedly fractured and detached inside the patient body. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.